Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the handle with quick coupling was found broken in the sterile processing department. It is unknown when or how the part was broken. There was no patient involvement. This report is for a handle with quick coupling, small. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: h3, h6: a product investigation was conducted. Visual inspection: visual inspection of the handle revealed the phenolic handle component was broken at top of the handle. The device¿s etching was noted to be faded. No additional issues were observed. The received condition agreed with the complaint description. The complaint was confirmed during investigation. It could not be determined whether the received condition was due to use error, abnormal use or abuse, etc. Dimensional inspection: dimensional measurements of the relevant features were not taken due to the received condition of the device. Document/specification review: the relevant drawings were reviewed. No design issues were observed during review. DHR review: DHR not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place until august 2014. Material analysis: due to 20 + years of age, it is unlikely that material properties would have contributed to complaint condition. Overall this complaint is confirmed. Conclusion: the complaint was confirmed with investigation. No manufacturing issues were identified during investigation. During the investigation, no additional product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The received condition of the device was most likely due to handling and use during the over 20 years the device was in use. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.